Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a less than 5f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly a cuff miss [suture retrieval issue] occurred with prostyle devices. The sutures of two new prostyle devices were successfully placed. The aaa procedure was completed and hemostasis was achieved with the two successfully placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. An additional three prostyle devices in a used state [complaint devices] were returned by the account.

Manufacturer narrative:
H6: medical device problem code 1494 clarifier; indication for use. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers. The device was returned for analysis. The reported suture retrieval issue was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was performed via a less than 5f sheath. The electronic prostyle instructions for use, states: the perclose prostyle smcr system is indicated for access sites in the common femoral artery using 5f to 21f sheaths. In this case, the IFU deviation likely did not contribute to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.